Event description:
It was reported that this device had exhibited a long charge (lc) code. The episode was reviewed the indicated that there was sensing issue with a shock impedance that was low and out of range. The patient was brought into the clinic for imaging which confirmed that the electrode was twiddled in the device pocket. The system was deactivated and the patient elected to leave the hospital against medical advise. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report is being filled to include device conclusion code information.

Event description:
This supplemental report is being filled to include device conclusion code information.